Manufacturer narrative:
G.5. Eua number: (B)(4). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b the user received a flu a positive patient result however, the repeat test was negative. No health impact or consequence reported. Report 1 of 2. Eua#: (B)(4).

Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b the user received a flu a positive patient result however, the repeat test was negative. No health impact or consequence reported. Report 1 of 2. Eua#: (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b kit (material#: 256088), batch numbers 4012511 and unknown. The customer reported that they visually observe multiple lines on the test cartridge, however when they rerun the test on the analyzer, they receive a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number 4012511. The results were acceptable, and no relevant issues were found. Batch history record (bhr) review and retain sample testing could not be performed on the unknown batch number. No return samples were received; therefore, return sample analysis could not be performed. Photographs were returned, and showed that there was a flu a line, a flu b line and an extra line under the flu a line on the test cartridge. Multiple lines may show up on non-specific binding areas on the cartridge and that all results should be always read by the analyzer. The reported issue was confirmed based on the photographs; however, root cause cannot be determined. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.